Manufacturer narrative:
The device was received for evaluation. During functional testing, 'would not power on when inserting slide clamp' could not be confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not power on when inserting the slide clamp during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.